Manufacturer narrative:
(B)(4).

Event description:
It was reported "after the catheter inserted into the patient, iabp continuous alarmed helium leakage. Upon the catheter removal, a fracture was found at the tip of the balloon's central lumen". Additional information states that the iab catheter was removed and replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn(B)(4). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging box. The sample was returned in a cardboard box and was in a bio-hazard bag. Upon return, the teflon sheath was noted on the iabc. The one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. The short arterial pressure tubing was connected to the iab luer. The central lumen was noted broken at approximately 1.7cm from the iab distal tip. Bends to the central lumen were noted at approximately 10cm, 22cm, 48cm, 59.5cm, and 67.5cm from the distal tip. Dried blood was noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway; the catheter was likely cleaned prior to return. The bladder thickness was measured at six points with measurements ranging from 0.0053in-0.0061in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. An attempt to aspirate and flush the iabc cen-tral lumen using a 60cc lab-inventory syringe was unable to be successfully completed. Upon aspiration, water was unable to be consistently pulled into the syringe. The attempt to flush resulted in bladder inflation, indicating a crossover leak between the iabc helium pathway and iabc central lumen. The iabc was leak tested in accordance with testing methods from manu-facturing procedure. A leak was immediately detected from the iabc distal tip and iabc luer end. The leak from the iabc distal tip and iabc luer end are consistent with the previously confirmed broken central lumen. The iabc was leak tested again with the iabc distal tip and luer end blocked off; a leak from the bladder membrane was detected at approximately 2.7cm to 4.9cm from the iabc distal tip. Under microscopic inspection, the leak site is consistent with being cut. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire exited the central lumen and entered the bladder at the location of the broken central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. The guidewire met resistance and could not advance at approximately 67.3cm from the iabc luer, which is the location of previously noted bend. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "helium leakage" is confirmed. Upon return, various damages were noted to the iab catheter. The central lumen was noted damaged and a leak site, consistent with being cut, was noted on the bladder membrane. Due to the returned state of the device, it could not be confidently determined what initially caused the complaint. Based on a review of the de-vice history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the damaged iab catheter. The root cause of the complaint is undetermined. This will be monitored for any developing trends.

Event description:
It was reported "after the catheter inserted into the patient, iabp continuous alarmed helium leakage. Upon the catheter removal, a fracture was found at the tip of the balloon's central lumen". Additional information states that the iab catheter was removed and replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".